Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a dual venous closure of the left common femoral vein was attempted with three proglide devices after a venogram interventional procedure using an 11f and 12f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with 3 proglide devices. Two cuff misses occurred at the access site with the 11f sheath and manual compression was applied to achieve hemostasis. One cuff miss occurred at the access site with the 12f sheath and a new proglide device was used to achieve hemostasis. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link detachment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.